Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced difficulty charging the pump with the usb cable. Additionally, it was reported that the customer received a power source alert and subsequently the pump shut off unexpectedly. During troubleshooting with tandem technical support, the customer was able to successfully charge the pump using a different usb cable and wall adapter and resumed insulin delivery successfully. Customer¿s blood glucose level was approximately 200 mg/dl.